Event description:
At the first refill visit, 40 ml were aspirated from the pump; the expected volume was 9.8 ml. The hcp was unable to aspirate the catheter. The catheter was checked under fluoroscopy, which revealed a kink (date of test not reported). The pump was then filled with saline; revision of the catheter was pending the patient's recovery from a scheduled gall bladder surgery. The pump was delivered hydromorphone 1 mg/ml at 0.993 mg/day.